Event description:
Customer's family member reported customer received low glucose reading from their freestyle flash meter. Customer's family member reported customer was acting unusually with "laughing, swearing and kicking". Customer's family member reported giving customer food and obtained a reading of 90 mg/dl, then customer lost consciousness and foaming at his mouth. Paramedics were called and they obtained a glucose reading of 20 mg/dl from their hcp meter and treated customer with intravenous dextrose. Customer was then transported to celebration hospital where he was diagnosed with severe hyperglycemia and was given food. In addition, customer's family member reported customer did not wash his hands before testing which may cause inaccurate readings.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.